Event description:
The dr in our clinic prescribed an electronic enuresis alarm for pt who suffers from chronic incontinence. Pt is immobile and needs medical attention. The pt's purchased malem enuresis alarm (pro) model to detect urine leaks. Child was wearing alarm and awake when incident occurred. It was the first use case of the device. Within less than an hour, system developed a flaw which caused the temperature to rise significantly, causing child's skin to burn. She was awake and in pain from burns. Pt was brought back to clinic. The injuries are the result of extreme heat and hot plastic touching pt's skin. Burns have been treated and pt has returned home. FDA safety report ID# (B)(4).